Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "channel 1 not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.